Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation the reported complaint was not duplicated. Review of the device error logs revealed that a ventilator inoperative condition occurred, (max reboot in 24 hours). It was presumed abnormality occurred in the main pca therefore it was replaced as a preventive measure. The unit passed all final test after repair and was confirmed to be working properly after replacement. The device pca and sd card were sent to the product investigation lab for further evaluation and the complaint was confirmed. The pca was scrapped. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.